Manufacturer narrative:
Approximate age of device ¿ 2 years, 8 months. Manufacturer's investigation conclusion: the report of potentially compromised driveline can be confirmed a distal end driveline replacement was performed by a tech services representative on (B)(6) 2019 on (B)(4). Approximately 18¿ of the external portion/distal end of the driveline was returned. Extra 2¿ portions of each wire were also returned. The silicon sleeve appeared to have separated from the controller connector. A tear in the silicon sleeve was also noted at the terminus of the distal end bend relief. The silicon sleeve was removed and examination of the shielding and bionate revealed areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and continuity issues were noted in the yellow and green wires. The shielding and bionate were removed and examination of the underlying wires revealed complete fractures of the green and yellow wires, adjacent to the controller connector. The underlying conductors of the green and yellow wires were all exposed. The fracture of the wires appeared to be the result of repetitive flexing of the driveline in this area. Following the repair, two additional log files were submitted which captured no further low speed or pump stop events. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the green and yellow wires, the fractured inner conductors would have resulted in the reported driveline fault alarms. The fractured green and yellow wires could have resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient damaged the driveline at the distal end bend relief when changing out the controller. During analysis of the log file, driveline faults were observed. Since the driveline had separated from the metal connector it was not recommended to change out the controller at this time. Pump stops while on batteries were also observed. This type of behavior has been linked to potential issues with the percutaneous lead. It was suggested that it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. The patient has been continuously running on batteries by the looks in the log file. The clock is at default settings, meaning the patients power had run down completely including the ebb at one time. Additionally it was reported that an abbott engineer arrived at the patient's home for a driveline repair. A repair was performed about 3 inches from the exit site. After repair tethered the patient was put on a grounded patient cable without any issues. The removed percutaneous lead was returned for evaluation. The patient had a transthoracic echocardiogram (tte) to evaluate abnormalities in their aorta. The patient will continue warfarin and was started on 325mg of aspirin daily and hydralazine every 8 hours for elevated map. It was reported the patient is not a candidate for vad exchange. It was reported that the patient has an ICD and has a history of atrial fibrillation, left ventricle mural thrombus, marijuana usage and poor medical follow-up. Upon arrival prior to repair, patient's controller (B)(4) displayed a yellow wrench alarm with half lit "pump running" symbol due to reported driveline fault alarms. While completing driveline repair, the patient's controller was exchanged with a new one without issue. The controller will be returned for evaluation. Log file analysis showed one driveline fault that was silenced immediately. It was reported that this may have occurred during the splicing portion of the repair and is not uncommon to see. There were no other unusual events seen within the log file.